Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient experienced irritation at the pocket incision site that could potentially be an infection. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein the ipg was moved lower. The irritation at the old incision has since been resolved.

Manufacturer narrative:
Date of event is estimated. .